Event description:
It was reported that pump experienced malfunction alarm with code that caller had not previously reset or reported and that no notable events occurred before issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction code appeared again, which caller acknowledged and understood.